Manufacturer narrative:
Philips service monitored the system and planned to replace the power supply if the issue returns. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geometry was unavailable due to the geo control power supply failing to boot on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.